Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the cmos battery was replaced. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735672, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was stuck when booting. In some cases the system froze on "dos" before application was up, in some cases the application was up and the screen flashed with no ability to control anything. The mouse and keyboard did not respond. The system returns to function only after removing and inserting a video card again. No patient was present at the time of the event.